Manufacturer narrative:
The following could not be completed with the limited information provided: date of birth-ni, weight-ni, (B)(4), date implanted ¿ na, date explanted ¿ na.

Event description:
It was reported that a nurse found that monomer of cobalt mv cement was open prior to operation. Subsequently, another back up cement was used to complete the procedure. No adverse event nor surgical delay occurred.

Manufacturer narrative:
Visual inspection of the returned device confirmed the reported event. The monomer package was not sealed. DHR was reviewed and no discrepancies were found relevant to the reported event. Review of complaint history determined that no further action is required. Root cause was attributed to issues in packaging procedure, which has been the subject of corrective action in the past. This device was manufactured prior to corrections. No further action is necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.